Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) was "around 700" mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to manual insulin therapy.